Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 46 mg/dl and juice was consumed to address low bg. Customer suspected the pump profile settings were wrong and was cause of low bg. Recommendation was made for customer to discuss event with their healthcare provider.